Event description:
It was reported that during a recanalization procedure through the left common femoral artery via a retrograde approach, the device allegedly was unable to aspirate. It was further reported that the guidewire tangled with the tip of the device and the device got stuck. The device was rotated and was withdrawn off the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the u.s. But is similar to the rotarex that are cleared in the u.s. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are (B)(4). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through the left common femoral artery via a retrograde approach, the device allegedly was unable to aspirate. It was further reported that the guidewire tangled with the tip of the device and the device got stuck. The device was rotated and was withdrawn off the patient. The procedure was completed using another device. There was no reported patient injury.